Event description:
It was reported that one week ago the patient's parents found out that their son is no longer able to hear with his device. They went to the hospital for testing, which showed all electrode channels with status "hi".

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.